Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redq3823 showed no other similar product complaint(s) from this lot number. Mw5089900.

Event description:
It was reported via medwatch "PICC line was place din the patient's right basilic vein. The process of placement went smoothly with no problems during the procedure. A post procedure x-ray was taken to confirm line placement and a foreign body was discovered in the area of the patient's right subclavian vein. The packaging was recovered and the sensor wire from the kit was also recovered. After comparing the wire from the patient's procedure to the wire of a new kit, it was found that the sensor wire from the patient's procedure was missing a piece from the tip of the wire."

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged 3cg stylet is confirmed but the exact cause remains unknown. One 3cg stylet t lock assembly was returned for investigation. The distal end of the polyimide tubing returned was observed to be curved and broken. The segment distal to the break was not returned. The polyimide tubing present measured to be approximately 3.5 cm in length. Microscopic observation of the break surface revealed it to be uneven and non-concentric. The polyimide tubing likely experienced compression due to kinking and advancement against resistance. The wall thickness was measured at a location that exhibited the least material damage. The polyimide tubing was found to be within manufacturing specification. Based on the condition of the returned sample, possible contributing factors include advancement or retraction against resistance and kinking. The product instructions for use provides (IFU) precautions state, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position¿ a lot history review (lhr) of redq3823 showed no other similar product complaint(s) from this lot number. Attachment: [mw5089900 rga1501275.pdf]

Event description:
It was reported via medwatch "PICC line was place din the patient's right basilic vein. The process of placement went smoothly with no problems during the procedure. A post procedure x-ray was taken to confirm line placement and a foreign body was discovered in the area of the patient's right subclavian vein. The packaging was recovered and the sensor wire from the kit was also recovered. After comparing the wire from the patient's procedure to the wire of a new kit, it was found that the sensor wire from the patient's procedure was missing a piece from the tip of the wire."